Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that his dealer was servicing the chair and seen the hose clamp on the frame, broken clamp.